Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge on the fifth shock. Complainant indicated that the clinician power cycled the device and continued to use it. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The customer's report was not observed during evaluation and full functional testing of the device. The device was recertified and returned to the customer. Review of the device log showed the device was disarmed several times during an attempt at a 5th shock. The disarm occurred after the device was fully charged and a new energy selection was pressed. The log showed no indication of a device malfunction that would have prevented the device from delivering a shock or indication the device delivered energy without user intervention. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.